Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm curved bipolar dissector instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm curved bipolar dissector instrument's plastic part melted, and when used, sparks flew inside the abdominal cavity. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained additional information: the arcing appeared to have originated from the subject instrument. Dissection was being performed when the event occurred. When the arcing was observed, the tips were in contact with the tissues. There were no post-operative complications that believed to have occurred. No instrument collision was observed. The instrument tips did not touch any clips or sutures. The jaws were not immersed in liquid prior to activating the instrument. There are no videos or photos for isi review.